Event description:
An initial event notification was received by united therapeutics drug safety on 17-feb-2026 from accredo health group, inc. And forwarded to millyard advanced medical products, llc on 18-feb-2026. It was reported that the patient received an alarm while using remunity pump (B)(6). The patient attempted to switch to a backup pump (B)(6) but received the same alarm immediately after attaching a new cassette. The patient then switched back to their original pump using the same cassette and received another alarm. It was further reported that the patient was admitted to the hospital.

Manufacturer narrative:
Efforts to obtain additional information from accredo health group, inc. Were unsuccessful. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 17-feb-2026 from accredo health group, inc. And forwarded to millyard advanced medical products, llc on (B)(6) 2026 it was reported that the patient received an alarm while using remunity pump (B)(6). The patient attempted to switch to a backup pump (B)(6) but received the same alarm immediately after attaching a new cassette. The patient then switched back to their original pump using the same cassette, and received another alarm. It was further reported that the patient was admitted to the hospital.

Manufacturer narrative:
Follow-up to MDR #3016798778-2026-00058, submitted on 18-mar-2026. This submission provides corrections to the previous MDR based on new information obtained from accredo health group, inc. On 19-mar-2026. It was reported that the serial number of the patient's second remunity pump was (B)(6). Sections b5, d4, and h4 were updated to reflect this information. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.